Event description:
It was reported that during the initial implant procedure while the physician was inserting the insertion needle to gain access to the epidural space to place the epidural lead the patient arched up which caused the needle to advance too far into the spinal canal and caused a cerebral spinal fluid, csf, leak. The patient reported leg tingling so the physician aborted the procedure and performed magnetic resonance imaging, MRI, which showed the patient actually had a small puncture of the spinal cord. The physician indicated that the patient had no movement issues and referred to a neurosurgeon for assessment. Two blood patches were performed and the patient is recovering in rehabilitation. The insertion needle was disposed by the facility.